Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is inconclusive for the reported occlusion, failure to advance and suction issue as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement surgery on the right chest wall though a puncture in the right internal jugular vein, the introducer needle point was allegedly occluded thereby no blood or saline could be drawn. It was further reported that the guidewire could not be entered. The health care provider suspected the presence of foreign material causing the occlusion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified. (Expiry date: 04/2023).

Event description:
It was reported that during a port placement surgery on the right chest wall through the right internal jugular vein, the introducer needle point was allegedly occluded thereby no blood or saline could be drawn. It was further reported that the guidewire could not be entered. The health care provider suspected the presence of foreign material causing the occlusion. The procedure was completed using another device. There was no reported patient injury.